Manufacturer narrative:
Device identification: the reported device was confirmed to be a offset cup reamer handle, p/n 207080, lot 32080413, RMA (B)(4). Device history review: review of the device history records indicate (B)(4) devices were received on 06/01/2013 and accepted into final stock with no reported discrepancies. Device evaluation and results: visual inspection. Visual inspection shows no noticeable defects. Dimensional inspection: dimensional inspection was not completed as the described failure is of a functional nature. Functional inspection: functional inspection shows that the shaft does rotate with roughness within the shell. Complaint history review: a review of complaints related to p/n 207080, lot number 32080413 shows 1 additional complaint related to the failure in this investigation: 758855. Tracking of complaints related to the 207080 part number will be tracked through quarterly trend request #856. Conclusions: inspection confirmed roughness of the rotation within the shell. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, metal debris came out of the reaming handle.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, metal debris came out of the reaming handle.